Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead exhibited high out of range pacing impedance measurements of greater than 2000 ohms and pacing inhibition. During the revision procedure the lead was tested on a pacing system analyzer (psa) and yielded out of range impedance measurements of greater than 3000 ohms. When attempting to remove the lead from it's location, physician experienced difficulty as he believed the lead tip ws in the annulus of the tricuspid valve after heavy traction and the inability to dislodge the lead from the tricuspid valve, the physician decided to surgically abandon the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the lead was able to be successfully explanted. No additional adverse patient effects were reported.